Event description:
The pt was admitted to hospital due to an altered mental status (lethargy and forgetfulness). There had been no recent changes to the drug or pump programming at refills; the next refill date was end of december. The next day the pump was alarming. The pump logs showed a motor stall dated (B)(6) 2010 at 2200 with no recovery; no other stalls were noted in the event logs. It was unk if the pt had an MRI the night before on admission. The pt was in stable condition and his pain was under control. The device system was used to deliver dilaudid and bupivacaine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).